Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of peg tube usage. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017 a patient from (B)(6) had a percutaneous endoscopic gastrostomy with jejunal (peg-j) tube replacement for unknown reasons. On (B)(6) 2017 the patient was hospitalized for inflammation symptoms at the insertion site. Unknown antibiotics were started.